Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/not provided. If implanted, if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Device evaluation: product testing could not be performed since an empty package was received. Visual inspection with the unaided eye shows there was no product inside the packaging. Additional analysis is not possible. The complaint cannot be confirmed. Manufacturing records review: during the manufacturing record review of the production order for this serial number, no product deficiency was identified. The documentation shows that the production order was manufactured according to specifications. A search of complaints revealed that no similar complaints were received for this production order number. Based on the results of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was inserted into the patient's operative eye, but had a folding/unfolding issue. The lens was removed during the same procedure. There was no vitrectomy, incision enlargement or sutures required. The patient has recovered. No additional information was provided to johnson & johnson surgical vision.